Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. The customer delivered a bolus via the pump. The customer changed out the cartridge and noted that insulin had been leaking from the cartridge that had been in use. Bg level was back to target level after changing out the cartridge.